Event description:
Reference number (B)(4) event occurred in united arab emirates. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hyperglycemic event. Blood glucose level was 30mmol/l at the time of the event. The duration of hospitalization was greater than 24 hours. Patient was treated with intravenous (IV) insulin. Patient was experienced the symptoms of feeling unwell. Patient was found positive for high ketones level. Ketones level was 7 mg/dl. No further information was available.